Manufacturer narrative:
(B)(4). The knife did not advance when the trigger was activated and it was found that the knife was hitting the back of the blue jaw seal plate. The knife edge was damaged when it contacted the seal plate. The knife was still within the jaws, but the webbing was protruding from both sides of the hinge area and was not sharp. The knife hitting the seal plate caused the webbing to protrude. A production screening fixture and a deeper knife slot in the jaw were put in place to help mitigate the occurrence of the knife hitting the back of the seal plate.

Event description:
The customer reported that the knife blade jammed after many uses. There was no injury to the pt. The device was returned for investigation and visual inspection noted that the webbing was protruding from the hinge.